Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cervical plasty procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke when knotting. Another like device was used to complete the procedure. The quality of the absorbable suture increased the patient's bleeding, prolonged the operation time and wasted the consumables. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/17/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the volume of blood loss?: all answers above are unobtainable. Once there is any update, we will update the information. How was the bleeding treated? Were any blood products given to the patient? How many minutes was the surgery prolonged due to the intra-op bleeding? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was any medical or surgical intervention required for the patient other than using a new suture? Were there any adverse patient consequences? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.